Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per FDA guidance, a total of 2 mdrs will be filed. Both patient 1 and patient 2 initially generated positive sars-cov-2 results on the cobas liat but were negative for all targets when retested using different platforms. All results were released to the patients. Patient 2 was initially isolated after the positive result and there is no available information regarding patient 1. No harm has been alleged for either patient. An investigation was performed which did not identify any product problem. A review of the CT values for patient 1 indicates that the sample was near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Patient 2 had stronger amplification and an earlier CT value. The observed discrepancy for this sample is most likely due to differences in the technology and the sensitivities between the different platforms used.

Manufacturer narrative:
A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. An investigation was performed which did not identify any product problem. The discrepancy is likely due to the sample for patient 1 being near the limit of detection and differences in the technologies and the sensitivities of the assays used for patient 2. (B)(4).